Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence caused by urethral atrophy at the cuff site. All the components were removed and replaced with a new aus system. The patient had a good outcome. No more information available, relevant information should be provided if it becomes available.

Manufacturer narrative:
Device analysis: returned product consisted of a an ams800 pressure regulating balloon, occlusive cuff, and control pump. The ams800 occlusive cuff was visually and microscopically inspected, and functionally tested. The cuff was measured, and the device size was consistent with the reported information. No leaks were found. The device performed within product specifications. Inspection of the remainder of the device presented no other damage or irregularities. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence caused by urethral atrophy at the cuff site. All the components were removed and replaced with a new aus system. The patient had a good outcome. No more information available, relevant information should be provided if it becomes available.